Manufacturer narrative:
Additional information: : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the cap¿ of a minicap transfer set was damaged/broken. This occurred while in use on a patient for peritonitis dialysis therapy. After two (2) months of use, ¿the cap¿ became unusable because it was impossible to close¿ (no further detail). As a result, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.